Event description:
It was reported that the perfusionist received a "pump disposable error - stop" message while supporting a patient on cardiohelp. The hls set was connected to a second cardiohelp console, yet no flow was able to be achieved. The disposable was placed in the emergency drive unit and attempts to hand-crank were met with "resistance" and no flow was able to be achieved. The pt was then placed on another ecls circuit. (B)(4). Reference MFR # 8010762-2013-00182.